Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services was contacted about an event where the patient was undersensing and pacing intermittently during a ventricular arrhythmia. A boston scientific technical services consultant noted baseline noise from a left ventricular assist device (lvad) and the consultant recommended testing in the clinic to adjust sensitivity. The right ventricular lead was subsequently surgically abandoned and replaced due to functional undersensing. No additional adverse patient effects were reported.